Manufacturer narrative:
Exact date unknown, event occurred 3 months ago from date manufacturer was made aware.

Event description:
It was reported that the patient was frequently charging the ipg and the pocket has become very thin. The patient underwent a revision procedure wherein the pocket site was relocated and the ipg was replaced. The patient was doing well postoperatively. The explanted ipg will not be returned.